Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation finding, the most likely root cause of the reported issue is an intermittent failure due to loose connection between dc/dc module and processor board.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in munich, germany. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. However, a preliminary pump serial read-out analysis confirmed the reported event. The dc/dc module and the processor board have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during priming a s5 mast roller pump stopped sporadically without any error/alarm displayed on the system panel. The operation of the pump could be re-established by rotating the speed control knob.there was no patient involvement.